Event description:
On (B)(6) 2009, pt reported while she was changing the insulin cartridge, the plunger became stuck on the piston rod and "less than a unit" of insulin spilled inside the infusion device. Pt stated she removed the plunger with tweezers. Pt reported there was not enough insulin to pour out of the infusion device, so she dried the cartridge compartment with a cotton swab. Educated pt on techniques to prevent the plunger from becoming stuck on the piston rod and insulin from spilling inside the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.